Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The surgeon side console (ssc) high-resolution stereo viewer (hrsv) was evaluated by the original equipment manufacturer (OEM). The initial failure analysis findings were confirmed. There was no image due to a main board defect. There was a vertical line in the display due to a panel defect.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the high-resolution stereo viewer (hrsv) monitor to resolve the issue. The system was tested and verified as ready for use. Isi has not yet received the da vinci product involved in this complaint to perform failure analysis. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the high resolution stereo viewer (hrsv) left eye vision was completely blurry and on the vision side cart (vsc) side both left and right eyes vision were fine. The technical support engineer (tse) advised the customer to perform a hard power cycle and reset of blue fiber cable, but the issue remained. The tse suggested that the issue might be related to the monitor or the personality module surgeon console (pmsc) board. There was no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the initial reporter confirmed that the procedure completed robotically using the same surgeon side console (ssc). The site did not share patient information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis (fa). The monitor high-resolution stereo viewer (hrsv) was analyzed and the failure was confirmed. The unit was installed onto the test system and there was no image in the left eye on startup.

Event description:
Refer to h10/h11 for follow-up information.